Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low lead impedance was observed on right ventricular lead. Additional information is not available at this time.

Event description:
New information received notes that rv pacing lead impedance had trended slightly above lower limit since (B)(6) 2017 and fell to less than lower limit to trigger alert, noted on merlin.net transmission. Other electrical measurements were stable. Patient was asymptomatic throughout the event. Patient will be monitored closely through remote and in-clinic follow-ups.